Event description:
The implantable neurostimulator (ins) and 2 extensions were replaced due to infection. Additional info has been requested, a follow-up report will be sent if additional info becomes available.